Event description:
A dissection was noted on the second angiogram that confirmed tip placement distal to the arterial sheath tip. The dissection most likely occured during 0.035" wire and srm arterial sheath introduction to the cca (common carotid artery). The dissection was a non-flow limiting dissection. The target lesion was treated successfully. The dissection was treated with an 8x20 balloon inflation and an 8x30 enroute transcarotid stent. Patient was awake post procedure and there were no neurological symptoms.